Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was reported to be found in the medicina department upon power up. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was confirmed during product evaluation. This condition was caused by a missing door latch. The pump head door and required parts were replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.